Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen in clinic and presented with high impedance and low output current. The patient is programmed to 2ma but the device is only delivering 1.5ma and the impedance was noted to be >9,000 ohms. The patient also reports still being able to feel stimulation just not as strong and no known trauma was reported. The x-ray assessment from the physician was received and no anomalies were found and the electrodes were noted to appear intact. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Additional information received noting that the patient was seen again and presented with high impedance and has now been referred for a lead revision. There has been no recent trauma or manipulation for the patient and no x-rays were taken. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent surgery and the surgeon first removed the lead pin and cleaned it off and reinserted it and the impedance was within normal limits. But as the battery was at 25-50% the surgeon moved forward with a battery replacement only. The explanted generator was discarded by the facility.